Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: (B)(4) tubes were returned to bd for evaluation. It was confirmed that the tubes have nothing printed on them. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6026501. Conclusion: evaluation of the returned tubes found them to be missing the banded information. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® edta tubes, were missing labels. No serious injury or medical intervention reported.